Event description:
It was reported that the patient with this insertable cardiac monitor (icm) device requested that their device be moved due to pain at implant site. The patient underwent a surgical procedure to have this icm device replaced. No additional adverse patient effects were reported. This icm device is expected to be returned for analysis.

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) device requested that their device be moved due to pain at implant site. The patient underwent a surgical procedure to have this icm device replaced. No additional adverse patient effects were reported. This icm device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.